Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of stimulation. No symptoms had returned. The patient increased the stimulation and still did not feel it. There was no accident or incident that occurred. The patient was re-directed to her healthcare professional. Additional information has been requested.